Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian female patient had impella cp optical pump inserted in the left femoral. The patient had access site bleeding and hematoma, as a result two (2) units of red blood cells (rbcs) was given, and surgical repair was done.